Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post op a whipple procedure there was a staple line bleeding of more than 500cc a reoperation and transfusion has been performed.